Event description:
Device 2 of 2 reference. MFR report: 3008829311-2017-00923. It was reported the patient had a fall. Afterwards the patient reported no stimulation. X-ray were taken and it was determined the patient's fall caused the leads to migrate. Surgical intervention was scheduled for lead revision.

Event description:
Device 2 of 2. Reference. MFR report: 3008829311-2017-00923. Follow up information: review of manufacturer's device registration system indicated a new lead was implanted.